Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient underwent for a procedure. During the procedure, while reaming a suprapatellar tibial nail, there was difficulty to catching the flexible reamers on the protection sleeve when retracting flexible reamer. Furthermore, when drilling for the s1 proximal interlocking screw, the drill bit would not pass through the nail and unable to place a screw through the desired hole. The s2 proximal interlocking screw was successfully drilled and inserted along with another proximal oblique screw. There was 10 minutes of surgical delay noted. No fragments generated noted. The surgery was successfully completed. The patient outcome was unknown. Concomitant devices reported: unk: insertion instruments: trauma :part# unknown, lot# unknown, qty unknown). Unk: reaming rods :part# unknown, lot# unknown, qty unknown). This complaint involves (3) devices. This report is for (1) unk, screws: locking. This report is 5 of 5 for (B)(4).